Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose was 180 mg/dl. Customer reported event was resolved by reservoir change. Troubleshooting was performed. The reservoir will not be returned for analysis.